Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7269562. Medical device expiration date: 09/30/2022. Device manufacture date: 09/26/2017 . Medical device lot #: 7306710. Medical device expiration date: 10/31/2022. Device manufacture date: 11/02/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had rubber floaters inside the syringe. Found during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: a single photo was received by bd canaan and evaluated. A magnified part of a 3ml syringe from an unknown batch # (p/n 309657). Photos of two batches were included with no explanation #7306710 and 7269562. The syringe was filled with 1.5ml of clear bubbly liquid. A small particle between level 1 and 2 in size was observed in the sample. From the photo it was not clear whether the particle was in the fluid path or embedded in the wall. Fluid path particle would be rejectable per specification, however embedded particle would not be. Based on the photo evaluation and the description of ¿floater¿ the fm was confirmed however it could not be identified. DHR review for batch 7269562 (p/n 309657): manufacturing date: 09/29/2017 to 10/01/2017. Batch quantity was 768,000.all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7269562 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7306710 (p/n 309657): manufacturing dates: 11/08/2017 to 11/09/2017. Batch quantity was 768,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7306710 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.. Root cause and CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.